Event description:
The customer's mother reported via phone call that the customer was experiencing leaks even after performing a complete set change twice. The customer's blood glucose was over 600 mg/dl. The customer treated their blood glucose with a back-up plan per their healthcare provider's instructions. The customer's mother explained that the reservoir looked fine and that there was no fluid visible in the battery or reservoir compartment as well as under the lcd display. The customer's mother was advised that the reservoir would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-53214.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.